Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.75x32mm drug eluting stent was unable to cross the lesion. It was noted that a stent strut was bent. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.